Event description:
The clinician reports, that the implant was inserted (B)(6) 2011 in ada 27 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. There were no patient operative or post-operative complications reported.